Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with unknown smooth mentor saline prostheses. Unspecified health problems and pain all of her body were noted. The patient has expressed a desire to have capsulectomy and replacement, however, at the time of this report, mentor has received no information regarding an expected explantation date. See 1645337-2021-05702 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on (B)(6) 2021. The patient submitted a medwatch to the FDA under mw5100891. In addition to the pain reported initially, the patient also experienced an autoimmune diagnosis of palmoplantar pustular psoriasis. This was accompanied by memory loss, hair loss, cold intolerance, cyanosis, dry skin, tremors, dry eyes, double vision, tinnitus, metallic taste, night sweats, joint pain, and nerve palsy in the left eye. No device issue such as deflation has been reported. Future explant is indicated, however, at the time of this report, mentor has received no information regarding an expected explantation date. The implant date was clarified to be (B)(6) 2009. Manufacturer¿s reference number: (B)(4).